Event description:
The customer reported that the system displayed a detection error message and the x-ray function was disabled. They were able to reboot the system and finish the case. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The isd board and ups (uninterruptible power supply) were replaced. The system was then found to be operating as intended.